Event description:
Additional information received on 16 nov 3023: burst meant rapidly deflated. 15 ml's of air were injected into the tr band when it was applied. Immediately started deflating after initial inflation. Hemostasis was achieved with a new band that was placed. Estimated blood loss was less than 10 ml. There was no noticeable damage to the band. Patient is stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band balloon burst after air was inserted into the band. Type of procedure performed was a radial access heath cath. No blood loss was reported. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No concomitant devices were used with the involved device.